Event description:
Report received from the USA stating that the device reported an e2 error code. It is known that the device was not used in surgery. It is unk if medical intervention were reported. The date of the event is unk. There was no add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is in process. When the investigation has been completed or add'l info becomes available, a supplemental MDR will be sent. Ref: (B)(4).